Event description:
Rv polarity switch on (B)(6) 2025. Rv pace/sense polarity programmed unipolar. See lead trends. Low impedance. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).